Manufacturer narrative:
Result - siderail latch (timing link).

Event description:
It was reported by service report that the head siderails would not lock in the upright position. No pt involvement or adverse consequences were reported.